Manufacturer narrative:
Abbvie soltraqs reference record: (B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Stoma site infection is a known complication of a peg tube placement. A return sample evaluation was not performed because sample was not provided. The catalog number provided is the us list number that is comparable to the international list number in the "unique identifier " UDI# field. If any further relevant information is identified, a supplemental medwatch report will be filed.

Event description:
Report from (B)(6). The patient had a peg and j tube placement on (B)(6) 2015. On (B)(6) 2015, duodopa treatment was discontinued and the physician decided to remove the peg-j tube. On (B)(6) 2015, it was reported that the patient experienced wound site infection and based on microbiology test results of wound site infection, the physician decided hospitalization of the patient in intensive care unit. On an unknown date, the patient underwent endoscopy. After the endoscopy, it was reported that the physician suggests to the patient the usage of lansor and an unknown antibiotic treatment.